Manufacturer narrative:
The investigation for the battery failure red alarm issue has been completed. The automated impella controller was returned for evaluation. After reviewing the logs, the reported battery failure issue was confirmed. There was an instance of battery failure alarm (transport connection blown/missing). The console was tested. Battery failure issue was able to be reproduced. Results of running batttest on telnet revealed that cell 4 in battery 1 had a voltage that was significantly less than the rest of the cells in the battery. The reported battery failure issue was determined to be caused by internal battery cell imbalance (found in cell 4 of battery 1). The root cause of this issue was an internal cell imbalance in battery 1. A.3 revised as unknown selection was inadvertently omitted from the initial submission of manufacturer device report 1220648-2024-13030. E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-13030 as it is unknown if the initial reporter also sent the report to the FDA. H.3 other was selected incorrectly on the initial manufacturer device report 1220648-2024-13030. Device evaluation anticipated, but not yet begun should of been selected. H.10 a.1, a.4 and a.5 are unknown statement was inadvertently omitted from the initial manufacturer device report 1220648-2024-13030.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported that while prepping for impella case, the automated impella controller (aic) had a battery failure alarm. The aic was exchanged to continue with the pending case. The reported patient outcome was they did not survive, but per medical safety officer (mso) review there is not enough information to associate use of device with outcome.